Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the implantable neurostimulator turning off by itself were unknown as the patient would not realize that it was off until her right-side hip and legs would burn and sting. The issue has not yet been resolved. The implantable neurostimulator still turns off regularly, like every other day. The patient just continues to turn the implantable neurostimulator back on whenever it turns off. No further actions have been planned to resolve the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the ins turns itself off every day. The patient stated she knows the ins is turning itself off because her legs begin to hurt (purpose of ins is to cover leg pain)-it was unknown if the patient was using hd settings and/or adaptive stim. It was reviewed that the patient should keep a log of her charging and when she feels ins is turning off and the rep should meet with patient to check the stats from the tablet to see if they corroborate the patient's allegation. The caller did not have an idea of what the patient's recharge interval is/was so it is unclear if the ins is simply turning itself off. No further complications were reported.